Event description:
The user facility in (B)(6) reported the cutter stopped working at 5000 cpm during the surgery. The doctor replaced the cutter. No patient injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2, see 1920664-2015-00086.